Event description:
Event description boston scientific, crm received information that this right ventricular (rv) lead was not delivering therapy due to a microdislodgement. During the procedure to reposition the lead, difficulty was experienced disconnecting the lead from the device. Another attempt was made with a different torque wrench and the lead was subsequently removed. After removal of the lead the setscrew did not function appropriately, and it was noted that there was no clicking while trying to tighten the setscrew. An attempt was made to replace the setscrew, however, the physician elected to implant a new device. The rv lead remains implanted. No adverse patient effects were reported.